Event description:
In 2007, patient underwent surgeries to accomplish bilateral gpi dbs for primary cervical dystonia. On (B)(6) 2010, patient notified operating surgeon of having discovered a large scab-like area the night prior involving right frontal incision for which patient presented to outside ER on (B)(6) 2010. Patient reported area cleaned at ER and instructed to follow up with surgeon. Seen by operating surgeon and ID consultant on (B)(6) 2010, scab no longer present, no discharge, erythema or fluctuance though with small skin opening involving the frontal incision overlying the dbs hardware. Hardware not exposed. Empiric oral antibiotic prescribed. Subsequently, patient reported no drainage though recurrent scab/soft tissue formation that would often fall off. To inspection, no drainage though skin area of concern, infection of dbs hardware suspected. Management options reviewed. On (B)(6) 2010, entire right dbs system removed and submitted for culture analysis which were ultimately negative. Discharged home (B)(6) 2010; 2 weeks postop home IV antibiotic; good wound healing. Has not desired right dbs reimplantation; receiving partial benefit (versus bilateral dbs) from left dbs.